Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges while withdrawing the spring wire guide, the guide wire unraveled. The spring wire guide was removed from the patient. No report of an adverse event.

Manufacturer narrative:
(B)(4). Information received via maude database review. No user facility information available from the maude database.

Event description:
The customer alleges while withdrawing the spring wire guide, the guide wire unraveled. The spring wire guide was removed from the patient. No report of an adverse event.